Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) with suspected premature battery depletion and also displayed a power on reset (por) during a recent device interrogation. It was noted the epicardial left ventricular (lv) lead, which was connected to the right ventricular channel, showed no capture in unipolar and bipolar pacing configuration, along with high pacing impedance measurements. A revision procedure was planned and the device was explanted and replaced. During the procedure, the lv lead was tested and all parameters were in the correct range, therefore, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. It was noted the analysis found the battery electrical resistance exceeded specification. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.